Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on xiaomi mi 11 lite 5g (android 13) with mmt-1886 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on xiaomi redmi note 13 pro (android 14) with mmt-1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Issue is confirmed. After investigation from the logs the cause of the failed pairing was due to a lost bonding during the pairing process. During the bonding process between the pump and phone, the bonding went from a state of bonding to not_bonded, when it should have gone from bonding to bonded. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please instruct the customer to approve the pairing in the system os pop-ups, and not move the application to the background during the pairing procedure. 1) disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. 2) clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap ""connections"">>tap ""bluetooth"">>tap the options icon next to the device (pump) you want to unpair>>tap ""unpair"">>confirm on the popup. 3) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). If the previous steps don't help: 1) clear bluetooth's data. Steps for samsung devices (may vary slightly for other manufacturers): open settings>>tap ""apps"">>tap the sort icon (the down arrow with three vertical bars)>>tap ""show system apps"">>tap ""ok"" and all the system apps will appear in the list>>find and tap the ""bluetooth"" app>>tap ""storage"">>tap ""clear data"">>tap ""ok"" to confirm. Note: clearing the data will reset the app to factory default settings. Any personal bluetooth settings saved on the app will be removed. 2) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). On some os versions (android 13+), the ""clear data"" button is inactive and cannot be pressed. In this case, and also if clearing bluetooth data did not help: 1) open settings>>tap ""general management"">>tap ""reset"">>tap ""reset wi-fi and bluetooth settings"">>tap ""reset settings"">>you may be prompted to enter your security credentials. Tap ""reset"" to confirm. Note: this will reset all wi-fi and bluetooth settings to factory default settings. All saved wi-fi and bluetooth connections and passwords will be deleted. 2) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.